Event description:
(B)(4) study. It was reported that post coronary stenting treatment procedure, dyspnea occurred. In (B)(6) 2010, the subject was diagnosed with stable angina (ccs class: 2). Cardiac catheterization was recommended which revealed a 80% stenosed de novo ostial lesion located in the left main coronary artery (lmca). The lesion was 6 mm long with a reference vessel diameter of 2.75 mm and treated with direct stent placement using a 2.75 x 8 mm taxus liberte stent with 0% residual stenosis. The subject was discharged on aspirin and prasugrel the following day. In (B)(6) 2012, the subject presented with dyspnea. The treatment and outcome is unknown.

Event description:
Event term of dyspnea was initially reported and the correct event term should have been angina.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).